Event description:
A user facility reported that one (1) patients sustained redness and swelling to back and chest following treatment with a bios splendor x device. No report of a serious injury has been received except for the initial report from the user facility. The customer reported while treating a patient, he experienced uneven energy distribution during his treatment. The patient developed some redness and inflammation following post and also experienced significant pain during isolated periods of the treatment (back and chest). The treatment was stopped prematurely due to the pain and atopic redness and swelling.